Manufacturer narrative:
The product was not available for evaluation. Investigation, including root cause analysis, is in progress.

Event description:
The facility reported receiving a red stop sign during the case. They were able to clear the error message, however, they also had a problem with the footswitch, and there was no back-up unit available. The doctor decided to cancel the case, until the unit can be evaluated. The facility felt it was a footswitch cable problem, and they would repair it themselves. Additional information received from the facility in 2007, stated the event occurred in the very beginning of the procedure. Two cases were cancelled, but there were no patient injuries. Additional information received from the surgeon ten days later, stated the surgery was terminated, and done a week later. The outcome was reported as good.